Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction recurred.